Manufacturer narrative:
Failure event observed during analysis. Final analysis found an internal abrasion at 82.3 cm to 82.5 cm and 82.4 cm to 82.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.